Event description:
During cardiac bypass procedure to repair tetrology of fallot, the arterial cannula was not capturing perfusion pressure. It was removed and was found to have a separation between the tip and the cannula. There was no adverse pt effect.